Event description:
A customer contacted beckman coulter inc., (bci) and reported that a tube r17 y-fitting split on top of the cuvette wash station on synchron cx5 delta instrument. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the fitting.